Event description:
International affiliate reports the original surgery was performed as a correction of a scoliosis deformity (posterior thoracolumbar fusion) for a stable scoliosis curve back on. Post-operatively, the head (tulip) of the expedium stainless steel polyaxial screw broke away from its screw shank on the patient's left side. During revision surgery the surgeon removed the broken screw head with an attached concomitant device lateral connector and concomitant device set screw. The screw shank remains in the patient's ilium. Per the affiliate, no damage reported other than the broken screw.

Manufacturer narrative:
The expedium 5.5 ss si polyaxial screw 7.0 x 80 was returned for evaluation. Visual inspection revealed that the screw broke at the transition zone between the polyaxial ball and screw shank. Fracture analysis found evidence of fatigue striations. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trending analysis was conducted on the specific product code from this complaint file as the screw shank diameter and length affects the stress profile during anatomical loading and therefore is not indicative of the family or vice versa. This analysis found no related complaints associated with post-operative screw breakage. The root cause of the polyaxial screw becoming fractured post-operatively cannot positively be determined. However, the optical images identified that the fractured surface exhibits fatigue striations which extend up toward the potential fracture termination site. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trend has been observed. Additionally, no material defects or other abnormalities were observed in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, the date of this report has been entered into the required field. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.